Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding an unknown patient receiving an unknown drug, dose, and concentration via an implantable pump for no known indication for use. It was reported 1.5 years ago in (B)(6) 2015 an overinfusion occurred with the patient's pump. No further information provided.